Event description:
The surgeon mentioned that he implanted a durepair graft last month on a chiari case only to have his pt complain about headaches and nausea. He re-opened the pt and saw that the sutured areas were intact but the pocket was dissolved and leaking csf. He rectified the issue by replacing it with pericardium and the pt recovered. Tisseel was applied onto the affected area during the initial procedure.

Manufacturer narrative:
(B)(4). The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. It is unk how this damage occurred. However, the report stated that tisseel was used in the initial surgery. The instructions for use that accompany the device caution that animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks or dura substitutes, particularly in high pressure gradient applications.